Manufacturer narrative:
(B)(6). Three pieces were returned for evaluation. Upon visual inspection the pieces appear to have been peeled and have a burnished appearance consistent with contact with the cortical layer of bone during insertion due to not keeping the driver parallel to the prepared tunnel. A dimensional inspection is prohibitive. A review of the device history records and quality records associated with the reported manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the insertion, the proximal tip of the screw was broken. The screw was used to fix the tibial side. No patient injury or other complications were reported.